Event description:
It was reported that the touch pen is slow to respond, replacing the touch pen did not resolve the issue. Follow up determined that the programmer was able to complete the device checks, it was just slow. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event of slow response with touch pen, the device functioned as expected. It was also noted that the electrocardiogram (ECG) connector was loose, resulting in the common mode/wrist electrode functional test to be out of specification.